Event description:
An optometrist reported a case of peripheral flap roughness and epithelial basement membrane dystrophy, observed in the pt's right eye at one day post lasik treatment. Pt noted mild discomfort. Upon follow up, reporter indicated the bandage contact lens was left on for two weeks and the eye is now healed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).